Manufacturer narrative:
The field service engineer determined the liquid level detection voltage needed adjustment. The sample probe was adjusted and the voltage for liquid level detection was adjusted. Precision studies were performed and passed. The customer ran controls and these passed.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with the elecsys hcg + beta test system ver. 2 on a cobas 6000 e 601 module. The sample resulted with an hcg+beta value of < 0.100 miu/ml accompanied by a data flag and this value was reported outside of the laboratory to the physician. The physician questioned the value as the patient was pregnant. The hcg+beta reaget lot number was 551036. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The component code has been updated.

Manufacturer narrative:
The last calibrations performed on 05-jan-2022 and (B)(6) 2022 were ok and there were no alarms. Control data from the time the sample was tested was not provided. Of the provided quality control data, controls were within range. There was no indication of a reagent performance issue. Upon review of the alarm trace, abnormal probe aspiration and sample short errors were observed. These are indicators of possible poor sample quality. The investigation determined the service actions resolved the issue.